Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the air-water cylinder had white foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the reported malfunction: a crack on the up-down knob that caused water tightness to be lost. The presence of the foreign matter was probably due to the use of products that contain silicone, which caused the deposits. The most probable cause of the failures related to foreign objects was a known inherent risk of device, which indicates that the reported adverse event was known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced a problem during the reprocessing, the wash cycle stopped. There were no reports of patient involvement.